Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer had a blood glucose level over 400 mg/dl earlier today but he treated with the insulin pen. Customer declined troubleshooting because he stated that he had already addressed the high blood glucose levels. Customer was calling to check the status of his replacement meter.